Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit has no audible alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch had no audible sound for the horn causing the audible alarm not to function, which confirmed the original complaint issue.

Event description:
The provider states the unit has no audible alarm.